Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (allergic reaction). Conclusions: inherent risk of procedure ¿ (allergic reaction). (B)(4).

Event description:
During the index procedure the patient had one endeavor sprint drug-eluting stent implanted in the 1st diagonal. A second endeavor s print drug-eluting stent was also implanted in the 1st diagonal for treatment of a complication/bailout/dissection. Approximately 3 weeks post index procedure the patient suffered an allergic reaction. Patient was treated with medication. The investigator assessed that the event was not related to the study device. The patient recovered.

Event description:
During the index procedure, the second endeavor sprint stent was used as a bailout stent to stabilize plaque but no dissection was noted.

Event description:
It was reported that 4 months post index procedure, the patient experienced cad progression requiring CABG revascularization of the rca and lad the following day. Investigator has assessed that the event is not related to the study device. Outcome is recovered.